Event description:
It was reported that, one day post-implant, this pacemaker triggered a lead safety switch (lss) due to high right ventricular (rv) pacing impedance measurements exceeding 3000 ohms. After switching the configuration from bipolar to unipolar, the impedance remained out of range. Additionally, high pacing thresholds and loss of capture were observed. Technical services (ts) recommended a device revision, and further testing was planned. No adverse patient effects were reported.

Event description:
It was reported that, one day post-implant, this pacemaker triggered a lead safety switch (lss) due to high right ventricular (rv) pacing impedance measurements exceeding 3000 ohms. After switching the configuration from bipolar to unipolar, the impedance remained out of range. Additionally, high pacing thresholds and loss of capture were observed. Technical services (ts) recommended a device revision, and further testing was planned. No adverse patient effects were reported. Additional information was received indicating that the pacemaker was explanted due to high pacing impedance measurements exceeding 3000 ohms. A new pacemaker was implanted. No additional adverse patient effects were reported. This right ventricular lead remains in service.